Event description:
It was reported that the user ate lunch and performed a late meal announcement approximately one hour after eating, after which blood glucose decreased to 80 mg/dl. The agent provided education on proper timing of meal announcements. No reported symptoms. Outcomes included no injury, no hospitalization, and no alarms. Investigation included review of user-reported history and troubleshooting with education on use practices. Investigation of this case revealed use error related to delayed meal announcement timing, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect use.